Event description:
It was reported via attached voluntary medwatch/maude report list #mw5158934 that there was a drug leak. An ekosonic endovascular device, 106x50cm was selected for use. During the procedure, when tpa administration was started, a small leak was discovered in the catheter. No further details were available, despite request by boston scientific.

Manufacturer narrative:
Updated fields: h6 - evaluation result codes, evaluation conclusion codes.

Event description:
It was reported via attached voluntary medwatch/maude report list #mw5158934 that there was a drug leak. An ekosonic endovascular device, 106x50cm was selected for use. During the procedure, when tpa administration was started, a small leak was discovered in the catheter. No further details were available, despite request by boston scientific.